Event description:
The customer reported that the system is displaying a communications failure and fluoro would not shut off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and the system interface board. System operates as intended. (B) (4).